Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a total hip arthroplasty on (B)(6) 2011 where she was implanted with a stryker hip system. It is further alleged that "after implantation of the device, she began experiencing discomfort." "As symptoms persisted, additional diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood, and/ or urine." The lawsuit does not mention if the patient has been revised.